Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
No additional information reported. Patient weight provided.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that the patient followed-up with their urologist, primary care doctor, and dentist. It was noted on (B)(6) 2017, the dentist did not see anything wrong with the patient¿s teeth that may cause shock pains, and referred the patient to go see a neurologist. It was noted the patient would see a neurologist on (B)(6) for the shocks on their face. It was noted as of the day of the report, the patient¿s stimulator was working good for them. No further complications were reported/anticipated.

Event description:
The patient reported that they felt electricity through their face since (B)(6) 2017. It was indicated that when they put on their make up, if they pressed down, they could feel little shocks in their face. If they blew their nose a little hard, they could also feel shocking in their face. The shocking had been occurring since (B)(6) 2017, and was sudden. During the call, decreasing the amplitude relieved the patient of having stimulation in their face. It was noted that they also changed from program 4 to program 3. Further information received on 2017-mar-10, indicated that the patient was having the same issues with shocking in their face, as well as a vibration when they sneezed. They were concerned. The indications for use were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.